Manufacturer narrative:
Additional information was received from the customer indicated that the issue occurred during preventive maintenance. At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported oxygen inlet high occurred in vela. At this time, the customer did not confirm if there's a patient involvement associated with this event.